Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the ccu had a strong smell of burnt plastic. This was noticed before use. There was no harm for patient, operator or third party. There was no case involvement. No further information received.

Manufacturer narrative:
No physical problems were apparent during the visual evaluation. Functional evaluation: ccu dhf240069 was subjected to functional testing per wi-000229753, fco procedure, ccu, arthrex synergy vision (gen3) using a known good test camera head and a known good test tablet, as well as a known good test camera head and a known good test nano handpiece. Upon first power up, the device was in demo mode. Multiple test cases were initiated, and no functional issues observed. The device failed step 12 of the automated main board test, which evaluates the jtag interface from the som to the fpga. The device was power cycled several times and reevaluated, and no additional functional issues were observed. The "bit error rate" test was performed for 10 minutes and no failures occurred. The device was burned in for 2 hours with the light engine active, and no functional issues were observed. No evidence of overheating or thermal damage was observed. The interior of the device was examined for evidence of burning. No evidence of burning or any other damage was observed. The evaluation did not identify any issues relevant to the reported event. The reported event is therefore not confirmed.